Manufacturer narrative:
Investigation pending.

Event description:
In 2008, the sales representative reported that there was a revision surgery done the same day, because the locking mechanism on the anterior cervical plate did not function properly. The surgeon replaced the construct with a different manufacturer's plate. The original date of implantation and other patient history with demographics were unknown. Additional information was obtained from the sales representative on 30 oct 2008. It was the representative's best estimate that the initial fusion surgery had been performed between one to two years ago. On an unknown date after the initial surgery there was a revision surgery performed for an unknown reason sometime in four months earlier, as previously reported. The surgeon reported additional information via telephone the following month after the original month. A male patient underwent initial fusion surgery several years ago. In 2007, a revision surgery was done to place construct for adjacent level fusion. After the surgery, on a routine visit to the surgeon, the patient reported pain and a discussion of non-union ensued. The surgeon performed a revision surgery in 2008, at which time the anterior cervical plate was explanted when the plate was found to be in two pieces.